Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was operating in critical override mode, and newly admitted patients were not appearing. A technical support specialist (tss) dialed into the station and applied knowledge article "bogus critical override icon on station", updating the time zone to est. This resolved the critical override status, an attempt to access the server via secure link resulted in an error, and a retry was planned. Upon checking the server, patient orders were confirmed to be crossing over successfully. The station, patients, and orders were functioning as expected, with no further issues reported by the user. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was on critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.